Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. On (B)(6) 2021, the patient had their one year follow-up appointment. It was noted that there was residual blood flow greater than 5mm around the device via transesophageal echo (tee). It is unknown if any intervention was performed, and the device remains implanted in the patient.